Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. Data investigation could not confirm a failed transmitter error. The root cause could not be determined post investigation as the allegation was not found.